Event description:
The patient contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The patient reported that the atomizer failed to produce an aerosol mist. In addition, the patient added that she required medical treatment at the hospital. Multiple attempts were made to reach the customer via telephone and mail unsuccessfully. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the manufacturer health & life, co. Ltd. On may 8, 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after nephron pharmaceuticals corporation, the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number ranges are: (B)(4).

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned. Herewith the investigation report as attachment. See scanned pages.